Event description:
It was reported that (1) sw100 was used during a laparoscopic nissen fundoplication. It was reported by the rep that the suture assist knot did not form properly. Opened another device to complete the case. There was no consequence to pt.